Event description:
Nitric oxide monitor failure - would not turn on correctly. The device would boot up to a device failure alarm every time it was powered on. Ikaria tech support contacted and the device has been picked up. No logs are available at the user end to download.what was the original intended procedure?pre-op no delivery.device #1is this a laboratory device or laboratory test?no.